Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost their charger. Due to this, the ipg was inoperable since the patient had not recharged or used their ipg for approximately two years. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was replaced to address the issue. Therapy was restored.